Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient called to report that the physician noted some electromagnetic interference (emi)/noise episode recorded by the implantable cardioverter defibrillator (ICD). The patient noted use of the stove and air fryer in the kitchen. The device remains in use. No patient complications have been reported as a result of this event.